Manufacturer narrative:
The full patient identifier for this case is: (B)(4). The customer did not supply patient demographics such as a date of birth, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter field service engineer (fse) and a beckman coulter laboratory support specialist (lss) were dispatched to the customer site to evaluate system performance. Fse and lss did not identify any system issues which could cause this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported that an erroneous elevated access high sensitivity troponin I (troponin I) (part number 52699 and lot number 921943) result had been generated on the customer's access 2 immunoassay analyzer (access 2) (part number 81600n and serial number (B)(4)). The customer's patient result was above the normal range of the assay. The initial elevated troponin I result of 964.8 pg/ml was released from the laboratory. There was a report of change to patient care or management which occurred in connection with this event. The patient underwent a coronary angiography and an electrocardiogram (ECG). There was no report of additional injury to the patient association with this event. Per customer's verbal report, the sample was tested using a point-of-care-testing (poct) platform (poct platform used not indicated) and 'acceptable' results were obtained (result numerical values not provided). The customer also indicated myoglobin (myo) and ckmb tested and although elevated results were also obtained for these assays (numerical values not provided), the customer believed the troponin I result was discordant with clinical expectation. Per customer's verbal report, system performance indicators such as system check, calibration and quality control were passing within established ranges at the time of the event. Sample collection information such as sample type, volume collected, centrifugation time and speed and other sample collection and processing information was not provided.